Event description:
It was reported high impedances, greater than 4000 ohms, were found. It was noted troubleshooting was on going but a replacement would be performed. It was noted the patient had less than 50% therapy relief. Additional information received five days later reported no troubleshooting had taken place. The patient had gone to another clinic who was requesting the patient¿s data from his former clinic and then they would decide what to do. It was reported the patient had the feeling that the connection between the extension and ins was not properly performed since one lead showed high impedances on all contacts. It was unknown what the patient¿s indication for use was but he was not currently receiving effective therapy. It was also unknown if a revision/replacement was going to be performed.

Manufacturer narrative:
(B)(4).